Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to experiencing pain and poking sensation. The patient reportedly had a lead revision completed back in (B)(6) 2016 due to twiddler's syndrome. Upon interrogation, it was noted that the atrial lead exhibited loss of sensing and loss of capture at maximum output. Chest x-ray was performed which showed that the atrial lead dislodged into the superior vena cava above the right atrium. The atrial lead was then turned off and the pacemaker was programmed to vvi settings. The patient reported no further pain after programming was completed. On (B)(6) 2016, the patient presented for a lead revision procedure. Fluoroscopy imaging was performed which showed that the atrial lead was dislodged in the superior vena cava. The right ventricular lead was noted to be in the appropriate position but lost its slack. The atrial lead was then explanted and replaced successfully and more slack was added to the right ventricular lead. The patient was in stable condition post procedure and was discharged the following day.